Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead presented with high out of range shock impedance measurements. All other measurements were in normal range. A lead revision was performed and inspection of the visible portion of the rv lead did not reveal any damage. The rv lead was capped, surgically abandoned and successfully replaced. No additional adverse patient effects were reported.